Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when performing the bolus with this fluid meter, the fluid was infused correctly but it was not tracked. Later, it detected the passage of fluid when every line was closed and nothing was being injected. There was no incorrect fluid administration to the patient; there was no allegation of patient injury.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not received for evaluation since it was discarded at hospital. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the related malfunction.